Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of a common femoral artery was attempted using a starclose se device after a diagnostic angiography procedure. Reportedly, after fully depressing the plunger to deploy the vessel locator wings, the device came out of the vessel without any resistance. It felt as if the anchor was either missing or had not opened at all. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty deploying the vessel locator wings and loss of arterial access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to handling of the device during or just prior to the procedure inadvertently cause the proximal ring to move out of position. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.